Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that had a failed trial because the lead broke. The patients lead site was itchy and might scratching the area caused the lead to fracture.